Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a virtual watch dog while the customer was sleeping. The patient's blood glucose at the time of incident was 7.2 mmol/l. After clearing the alarm, the pump had reset, then alarmed with virtual watch dog again. Troubleshooting was initiated for the virtual watch dog alarm but could not be completed; the buttons stopped responding during the rewind process. Troubleshooting was then initiated for the keypad anomaly and the customer confirmed that the pump was not dropped or bumped, but that there was sweat on the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. No alarm noted during testing. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.